Event description:
Info received indicates the tech found the bed had no ground.

Manufacturer narrative:
The tech found the ground pin on the power cord plug was missing. The tech replaced the plug to repair the bed.